Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a left lung lobectomy procedure, the surgeon used the device with a blue cartridge for first firing smoothly. The surgeon continued to install second blue cartridge. It was noted that the staples malformed and plastic component in the cartridge was deformed after the firing. Intervention required; the surgeon took around ten to fifteen minutes to remove the plastic scraps and residual staples with 5mm endoscopic instrument. Then changed another cartridge to continue the procedure plus hand sewing to stop bleeding. The patient is discharged now.

Manufacturer narrative:
(B)(4). The analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side partially fired 2/3, left side outer row partially fired 2/3 and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.